Event description:
Information received by medtronic indicated that the customer's insulin pump had a cracked in the battery compartment side. Troubleshooting was performed for the crack in the insulin pump. No harm requiring medical intervention was reported. The customer discontinued using the insulin pump and was returned for analysis.

Manufacturer narrative:
S/w version: 4.11e. Retainer ring: black. Case type: ngp. Customer returned pump for alleged cosmetic damage located at the battery compartment found on (B)(6) 2022. Unit came in with critical pump error alarm (open book). Unit was successfully downloaded using crest and thus software. Proceeded with the following testing to assure proper functionality of the unit. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, and displacement test due to critical pump error (open book). The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. During download review no relevant alarms noted. Unit was cut open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection, it was determined that the ingress of water corroding electronic assemblies, keypad flex connector and force sensor causing electrical short. Cosmetic damage confirmed with cracked keypad overlay, stained keypad overlay, label damage (faded), cracked case-corner of belt clip rails, cracked case (battery tube), scratched case and cracked case. In conclusion, customer conclusion for cosmetic damage was confirmed at the battery compartment when cracked battery tube case and cracked case corner of belt clip rails were noted. Critical pump error (open book image) was confirmed due to moisture on electronic assemblies. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.